Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported one day after implant that the patient was brought to the emergency room as unresponsive. Initial review indicated possible device shocking but further consultation indicated the patient's left ventricular (lv) lead may need adjustment. Continued evaluation then determined patient was in atrial fibrillation (af). A remote transmission from the patients cardiac resynchronization therapy defibrillator (crt-d) also showed af. There were no changes made and the device and lv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.